Event description:
Pt had order for 5fu continuous infusion 2.400 mg/m2 (5,650 mg) to infuse over 46 hours at 2.46 ml/hr filled on (B)(6) 2017. Pharmacy filled bag with 113 ml + 3 ml overfill 5fu 50 mg/1 ml per normal procedure. When pt returned on (B)(6) 2017 for pump disconnect, infusion rn (ch) noted reservoir bag in walkmed 350vl infusion pump still had a significant amount (measured by pharmacy to be 35.0 ml) still in bag. Pt reported no alarm had sounded, and pump never stopped vibrating. Green light on pump still flashing. Pump reading indicated 113.8 ml had infused. Fill volume of 116 ml confirmed by rph after reviewing preparation pictures in dose edge. No air bubbles in tubing that connected reservoir bag to the infusion pump.